Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Cts assisted the caller in completing the load process by guiding them through the cartridge fill and load process, ensuring insulin was resumed successfully. Cts also instructed the caller not to overfill the cartridge and to replace and reconnect the tubing, which resolved the issue.